Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, when advancing the .014 gw, a dissection in cca occurred during advancement of 0.014" interventional wire. The physician elected to repair the dissection under direct visualization and place an additional stent to resolve the dissection. The patient's clinical condition after the completion of the procedure was reported as stable.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, when advancing the .014 gw, a dissection in cca occurred during advancement of 0.014" interventional wire. The physician elected to repair the dissection under direct visualization and place an additional stent to resolve the dissection. The patient's clinical condition after the completion of the procedure was reported as stable.